Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 2 instances of damaged failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 71 allegations of a malfunction, 34 pumps were returned to animas and investigated. Of the investigated pumps, 24 were found to be malfunctioning due to cracked display lenses, and damaged display screens. During investigation for unrelated complaints, there were 87 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 71 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-81 years of age and between 30 and 245 pounds. Of the reported patients, 33 were male, 38 were female, and were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 12 instances of damaged failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.